Event description:
Patient reportedly heard a "pop/loud noise" coming from the pump when he picked up his child. It was added that patient had a change in therapy effect; had been having loss of therapy since "two months or so." Healthcare provider (hcp) believed the connector had come apart again, a dye study was performed and dye was coming out at the pump connector where the catheter had been previously revised (a previous revision has been reported in MFR report # 3007566237-2012-02781). Per reporter the pump replacement was done as of the date of this report. A new catheter segment was added to the existing catheter (63.6cm was trimmed off the existing 88cm spinal catheter and 64cm of an 8709sc catheter was used to add length as a proximal catheter). Drug delivered via the device was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk; catheter: model: 8590-9, serial# (B)(4), implanted: unk, explanted: unk. (B)(4).